Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided information on how to do so. The customer was advised to continue using the pump and contact support if the malfunction recurred, which the customer understood and acknowledged.